Event description:
It was reported that the stent delivery system (sds) was advanced through the sheath to the lesion without any difficulties. For an unknown reason, after the sds had been brought into the lesion, the physician decided to remove the absolute pro sds without placing the stent. As the sds was retracted through the sheath it was noticed the first ring of the struts were slightly deployed although the handle was still in its locked position. An attempt was made to advance the same absolute pro again; however, this attempt failed. A new absolute pro (same size) was used to complete the procedure with a good result. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without any blood visible. There was saline in the outer sheath. The stent implant was returned fully expanded, likely due to handling outside of the anatomy. There was no damage noted to the stent implant. There was a kink in the outer sheath 1 millimeter distal to the proximal marker band, likely due to handling after removal. The thumbwheel was unlocked turned and the thumbwheel did advance. The handle was opened to reveal that the rack was in the distal end of the handle. There were no abnormalities noted to the components. Potential factors for premature deployment include, but are not limited to, resistance with the distal sheath and the introducer sheath, kinks in the shaft of the sess or incorrect removal technique of the tip mandrel. Based on the reported information, it appears that interaction with the anatomy or sheath during removal may have contributed to the distal end of the stent pulling out. There was no premature deployment of the stent reported during the initial advancement of the sess. Additionally, the failure to re-advance the device appears to be due to the distal portion of the stent being partially expanded. The reported premature deployment and failure to advance appears to be related to case circumstances. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency. During production all self expanding stents are 100% visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for damage during the manufacturing process.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.